Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6 and h10. H10:the device was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted one of the occlude feet on the main body was broken. Functional testing including clear passage testing was performed with no issues. Leak and clamp function testing were performed and the transfer set leaked through with the twist clamp closed. The reported condition was verified. The cause for the leak was broken occlude foot. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.